Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had a capture issue. The lead was fractured due to the patient falling and hitting the area of the lead near the header. The lead was capped on (B)(6) 2018 and replaced. The patient was stable post-procedure.